Manufacturer narrative:
(B)(4): results: (patient lesion morphology severely calcified), (failure to deliver stent embolism). Conclusion: (patient lesion morphology severely calcified).

Event description:
The physician was attempting to deploy a 2.50 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting in a patient to treat a severely calcified lesion. It was reported that resistance was encountered during the advancement of the stent across the target lesion which was located in a severely calcified vessel. It was reported that the physician could not position the stent in the lesion. It was confirmed that the stent had dislodged and remains in the patient. No patient injury and no clinical sequelae were reported. Evaluation summary: the stent was missing from the balloon. Crimp baked impressions were evident on the balloon. Two small tears were located distal to the proximal inner shaft marker and over the distal inner shaft marker. There were scratches evident on the balloon material at the leak sites, and there was a small flap of balloon material raised distal to the proximal leak site.